Manufacturer narrative:
The shunt system was received submerged in an unidentified liquid in a plastic container. We performed a visual inspection of the prosa 2.0 shunt system. No deformation or damage of the valve were detected during the visual inspection. Then we tested the permeability of the valve. The progav2.0 valve was permeable and the shunt assistant was not permeable. Additionally, we tested the adjustability as well as the brake functionally and brake force of the progav 2.0 valve. The valve was not adjustable to all settings. Due to the inability of the valve to hold set pressure, the brake force test was not possible. The brake function was still present. Finally, we have dismantled the valve. Inside both valves we have found buildup of substance (likely proteins and blood). Based on our investigation, we confirm the presence of occlusion in the shunt system, likely due to the deposits observed inside the valves. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspections. No CAPA necessary.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Height cm: 124. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "3y 4m valve got blocked; revision surgery was completed. " additional patient outcome and medical intervention information has been requested. When the additional information is received a follow up report will be submitted.